Event description:
A 2.25/28 mini vision was deployed in the mid lad in 2004. The procedure was successful and the patient went home. The patient returned to the hospital on the 3rd day, complaining of tightness in their chest. Ivus revealed thrombus present in the stented segment, and that the vessel appeared larger than originally thought. Additional dilatation was performed and another company's 2.75/32 stent was successfuly deployed inside the deployed minivision stent.